Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Hex bolt with threaded tip was not returned with the device for review and is unable to confirm damage. No other damage was noted to the inserter. Device has an approximate field age of 17 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the cup, the tip of the impaction handle broke off. Nothing fell in the patient. There was no known impact or consequences to the patient. It was reported that no additional information was available.